Event description:
During baxter's evaluation it was observed that a spectrum pump had a delayed keypad response. There was no pt involvement as this was observed during baxter's testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation observed a delayed keypad response which was caused by a failed processor printed circuit board (pcb). As a result, the processor pcb has been replaced. All keys were tested and the alpha/numeric outputs were found to operate correctly.